Event description:
Surgeon was going to use the contour stapler when she noticed it would not fire and the load was loose. Surgeon tried to adjust the load; the surgeon noted that it still would not seat properly. As soon as we tried to use a new contour stapler, everything was fine and it worked as expected.